Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "tooth infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with 2ml of juvéderm® voluma® xc in the cheeks and 1ml in the chin, and 1ml of juvéderm® ultra plus xc in the prejowl sulcus and marionette lines using a cannula, patient was also injected with botox. 4 months later the hcp injected the patient with 2ml of juvéderm® voluma® xc in the cheeks and 2ml of juvéderm® volux¿ xc in the medial chin and jawline. 2 and a half months later, the hcp injected the patient with 1ml of juvéderm® voluma® xc in the chin and prejowl sulcus, patient was also injected with botox. 1 month later the patient was injected with botox. 4 months later, the hcp injected the patient with 1ml of juvéderm® volbella® xc in the medial tear troughs, 0.55cc in the nasal jugal groove, and 1ml of juvéderm® voluma® xc in the chin and prejowl using a cannula, patient was also injected with botox. 4 months later, the hcp injected the patient with 1ml of juvéderm® vollure¿ xc in the nasolabial folds and marionette lines using a cannula, patient was also injected with botox. 4 months later the patient was injected with botox, at this time patient began to experience "tiny non-tender nodules" n the right nasolabial fold and bilateral marionette lines. 5 days later the patient began to experience tender, swollen nodules bilaterally in the nasolabial folds and marionette lines. Patient was treated with 40mg of kenalog, a medrol dose pak, and 300mg bid clindamycin, hcp recommended ibuprofen and claritin.3 days later patient complained of worsening symptoms. Patient was treated with dc medrol dose pak and switched to a 20mg prednisone taper. Patient continued clindamycin, and ibuprofen. 3 days later patient was treated with dc clindamycin 100mg bid, continued prednisone. Hcp added colchicine and dc ibuprofen at this time. Patient started claritin at this time and was injected by the hcp with 2 bottles of hylenex diluted 50/50 with sodium chloride. The next day, patient was seen by a new physician for a second opinion, this physician encouraged patient to stay on current treatment plan. The following day, patient reports swelling remains but there is no more tenderness, but the chin is now also swollen. At this time patient was injected with 6 vials of non-diluted hylenex into all affected regions. 4 days later patient reported swelling the lower lip after a flight the day before. The next day patient reports swelling remains. 2 days later patient reported the lip was no longer swollen, no other improvements and that the chin is now "slightly red, and warm to the touch". Patient started on a 60mg taper of prednisone. Hcp later reported the patient had a non-device related "tooth infection on the same tooth that had a prior root canal". Hcp noted the patients dentist pulled the tooth and told the patient the infection had likely been there for at least 6 months. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® vollure¿ xc.